Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6). Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure no x-ray could be released. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the error reported was most probably caused by a temporary contact problem of the copra/aaq board within the image acquisition system (ias). After starting up the system a gigalink disconnection error occurred when attempting to start x-ray resulting in an x-ray abort. Several attempts to generate x-ray were initiated, but all attempts failed. The log file analysis shows with every attempt, the copra board reset was initiated followed by a gigalink error. The reset leads to a defective copra/aaq or board seating. The local service engineer cleaned the gold fingers on the copra/aaq and reseated the board in the ias. Testing of the system was performed and the intermittent behavior was eliminated. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.